Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial bipolar lead impedance warning was triggered due to low impedance measurement on the right atrial (ra) lead. It was noted that this was a one-off occurrence and the impedance measurements has been stable since. The lead remains in use. No patient complications have been reported as a result of this event.